Event description:
It was reported that loss of capture and r wave amplitude variation due to dislodgement was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement, r-wave amp variation and failure to capture. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. X-ray examination of the lead found the inner coil was bunched up at the connector region and the helix was stretched consistent with procedural damage. The helix mechanism and extension length test was not performed due to the damaged helix, as received. The reported events of r-wave amp variation and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.